Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient moved during the trial procedure and developed pain in the left leg. The patient continued the trial and received effective pain relief in the right leg; however, the pain in the left leg continued. The lead was removed and the left leg pain is subsiding.